Manufacturer narrative:
Citation: jarr, kai-uwe, md article title: initial single-center experience with the fully repositionable transfemoral lotus aortic valve system the journal of invasive cardiology 2016 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement (tavr) to analyze results of 3 different tavr products. All data were collected from a single center between august 2014 and january 2016. The study population included 298 patients predominantly female; mean age 83 years, 145 of which were implanted with medtronic corevalve (36) and corevalve evolut r (109) (serial numbers not provided). Among all patients implanted with a medtronic product, adverse events included: pericardial tamponade, stroke/transient ischemic attack (tia), access site related complications (bleeding) and permanent pacemaker implantation. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.